Manufacturer narrative:
Product eval: the product was returned for analysis and the reported damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. An approved cartridge and handpiece combination was used. Root cause: while we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 06/06/2011 and 06/07/2011 by phone, fax, and mail. A completed questionnaire was received on 06/13/2011. (B)(4).

Event description:
A surgery coordinator reported a smudge was noted on an intraocular lens (iol) after it was implanted. Since it was on the periphery of the lens, the surgeon elected to leave the iol in place. At a postoperative visit, the pt's uncorrected visual acuity was noted to be 20/70. The surgeon elected to exchange the iol. The lens was replaced with the same model and power iol. In a follow up, the surgeon reported the event resolved following the iol exchange.